Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported a falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. There was a foam error alert message generated at the time the sample was being tested. Siemens determined that repeat testing with other sample(s) recovered with good coefficient of variation. Siemens is investigating the issue.

Event description:
A falsely depressed enzymatic creatinine_2 (ecre_2) patient sample result was obtained on an atellica ch 930 analyzer. The discordant result was reported to the physician. The sample was re-processed on the same analyzer. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00197 on 06-jul-2022 and supplemental MDR 2432235-2022-00197_s1 on 02-aug-2022. Additional information (09-aug-2022): siemens further investigated the incident and determined that the potential cause of the depressed enzymatic creatinine_2 (ecre_2) patient result is pre-analytical variables or sample specific issues. The quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The type of investigation, investigation findings and investigation conclusions codes in section h6 were updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00197 on 06-jul-2022. Additional information (07-jul-2022): repeatability testing was performed on a patient sample tube and a quality control (qc) tube. Siemens dispatched a siemens customer engineer (cse) to inspect the instrument and run mixer tests. The reagent mixer (rmix), sample mixer (smix), and diluent mixer (dmix) testing was performed and recovered within acceptable ranges. The customer decided to replace the lamp. Siemens is investigating the issue.